Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a 'no trigger' alarm. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and "no trigger" alarm found in alarm log. Issue could not be duplicated. Device triggers properly on all available sources. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.